Manufacturer narrative:
We evaluated the 279kb high frequency cord and found that the proximal end of the electrode was burned and melted inside the cable. We cannot confirm cause; it is possible that power settings were too high causing cable to short. The cable has a date code of pw (03/13) which means the cable has been in use for approximately 2 years.

Event description:
Allegedly, during a procedure the high frequency cord burned and melted at the connector where the electrode plugged in. The doctor immediately replaced the instrument and the procedure was completed with no injury to the pt.